Event description:
Device malfunction: stent fracture. Time of malfunction: two years after stent implant. Symptoms/ae: stroke. Time of symptoms/ae: two years after stent implant. It was reported that an rx acculink that was implanted in the right internal carotid artery in 2005, appeared to be fractured. The target vessel has scar tissue from a previous endarectomy. Reportedly, the patient experienced a left-sided stroke in 2007. Medical opinion states that the stent fracture could be the cause of the stroke; plavix was discontinued prior to bladder surgery that contributed to the thrombus. An abbott xact stent was implanted inside of the fractured stent and the patient's stroke condition is resolving. No additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.